Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported, to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. It was reported that the patient had mild mucosal congestion due to suction. And in the physician's assessment, the patient could recover by himself without special treatment. The endoscope was removed immediately, and the procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.